Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The device remains implanted and was, therefore, not available for analysis. The imaging evaluation performed by a clinical imaging specialist showed the following: the reported primary device failure, related to stent-graft compression of the left renal vbx device, was confirmed following evaluation of returned clinical images. Neither the cause of the compression or subsequent lack of blood flow through the vbx device could be established with the available information, including imaging review. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
Manufacturing records were reviewed, and the device met all pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, patient underwent an endovascular procedure to treat an aneurysm utilizing gore® excluder® thoracoabdominal branch endoprosthesis and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). On (B)(6) 2025, the patient presented with slight pain. A computed tomography scan was taken, and it showed the left renal vbx device was compressed. Patient underwent reintervention surgery in which a thrombectomy and percutaneous transluminal angioplasty were performed on the compressed vbx device. The vbx device was then relined with a gore® viabahn® endoprosthesis device. Patient tolerated the procedure. No further patient information is available.